Event description:
Report received of an overdelivery. The customer contact reported that the event was the result of an operator error in programming the device. Reportedly in 2004 at an unspecified time, the pt received "too much" lidocaine in a bolus dose. No specific programming parameters were provided. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The customer indicated the device was returned to clinical service.